Event description:
It has been reported to us that the hypotube separated which resulted in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted a second stent delivery catheter and inserted the asspiration catheter and aspirated the vessel twice. The physician removed the aspiration catheter and wiped the hypotube off the a pad and it separated. The occlusion balloon started to deflate. The physician loaded the separated section into the adapter and attempted deflate the occlusion balloon, but it did not work. The occlusion balloon was still deflating slowly, the physician decided to remove the occlusion balloon still partially inflated and was successful. The pt is fine.